Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screw were replaced.